Manufacturer narrative:
This report is submitted on march 230 2020.

Event description:
Per the clinic, the patient experienced an allergic reaction to the baha softband which was treated with a steroid (type unknown).